Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported unknown side rupture. Device has been explanted.

Event description:
Health professional additionally reported rupture was on right side, and also right side "capsular fibrosis baker 3".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified red particles, broken shell, around 0-25% of the shell is missing and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: a curved opening and broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification), non penetrating nicks and partial delamination of orientation dot assessed as adhesive failure. Based on the device analysis the final assessment is curved opening and broken shell with sharp edge where is localized stresses induced assessed as surgical impact and missing shell that is assessed as inconclusive the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Health professional reported right side rupture, and "capsular fibrosis baker 3." Device has been explanted.